Manufacturer narrative:
H10: internal complaint reference: (B)(4). Mcnamara, I., pomeroy, v., clark, a. B., creelman, g., whitehouse, c., wells, j., ... & clarke, c. (2023). Comparison of the journey ii bicruciate stabilised (jii-bcs) and genesis ii total knee arthroplasty for functional ability and motor impairment: the capability, blinded, randomised controlled trial. Bmj open, 13(1), e061648. Doi: dx.doi.org/10.1136/ bmjopen-2022-061648. Section h3, h6: this complaint was opened by smith+nephew to document a patient complication identified through a review of clinical evidence from literature sources that includes reference to the use of a smith+nephew product. The reported issue(s) relate to known inherent procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to confirm a relationship between the reported event and the device or identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that on literature review "comparison of the journey ii bicruciate stabilised (jii-bcs) and genesis ii total knee arthroplasty for functional ability and motor impairment: the capability, blinded, randomized controlled trial", one (1) patient developed acute swelling and pain in the knee and was systemically unwell at 4 months postoperatively after a tka procedure using a journey ii bcs implant system. The joint aspiration demonstrated turbid fluid and an exchange of the polyethylene spacer and retention of the femoral and tibial components (debridement and implant retention) was performed with postoperative antibiotic treatment. The adverse event was resolved. No further information is available.